Event description:
A customer reported that there were fluidic problems during a retina procedure and that eye the operated became hypotonic. Additional event details product sample have been requested for this report for evaluation. Upon follow up it was reported that there was no pt harm noted and the procedure was completed.

Manufacturer narrative:
A product sample and additional event details have been requested for this case. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).